Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). Concomitant medical products - 650-0662 delta ceramic fem hd 36/+3mm 3340521. 010000704 g7 bonemaster ltd acet shl 54f 3578463. 010000858 g7 neutral e1 liner 36mm f 3559351. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02899.

Event description:
It was reported that the patient alleged to anterior thigh and groin pain approximately five months post-implantation.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device is a sub-component of a reported device. The initial report for this device should be voided as it was submitted in error.